Event description:
The customer stated that she was hospitalized with a low blood glucose reading of 29 mg/dl. The customer stated that her blood glucose levels went low due to not eating enough and drinking the night before. The customer was unable to troubleshoot at the time of the call. Advised the customer to call back at her convenience. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.